Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported the removal of the dental implant due to its lack of primary stability. Patient presented insufficient bone quality/quantity (bone type IV). The implant was not replaced at the same surgical act.